Event description:
It was reported there were two power on resets due to radiation and the device was operating in "back up status". It was also reported the histograms were not available. After the resets, the device was restored to programmed settings and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.